Event description:
We had another 18ga nexiva fall apart leaving an exposed needle when the safety device was activated to draw the needle back. This one was a different lot # than the last incident. This one is lot # 8087800, bd product # 383539. I have submitted a pits report on it and will contact the rep again. Lot #8087800, expiration date 2021/02/28. Rn brought me the pieces in a container and the IV fell apart when she tried to pull back the needle. Because it broke the needle was exposed.